Event description:
First surgery was in (B)(6) 2010 ¿ mentor saline implants. While getting stitches removed, the surgeon popped the implant on the right side which followed 3 surgeries thereafter, using mentor saline and mentor gel- suffered a capsular contracture grade IV.